Manufacturer narrative:
Neither the device nor diagnostic imaging was returned for evaluation; therefore, the reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It is well known bioprosthetic tissue valves can deteriorate with time and eventually fail due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The rate of structural valve deterioration (svd) in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Risk factors previously found to be associated with bioprosthetic svd include younger age at implant, mitral valve position, renal insufficiency, and hyperparathyroidism. Because none of this information has been made available, we are unable to determine root cause for failure of this device. If additional information does become available, a follow up report will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. See also report for serial number (B)(4).

Event description:
Edwards received information that a 27 mm mitral pericardial valve was disabled after an implant duration of ten (10) years, one (1) month and ten (10) days due to unknown reasons. A 29mm transcatheter valve was implanted in a valve-in-valve procedure. Under transesophageal echocardiogram (tee) moderate perivalvular leak (pvl) was noted as well as possible left ventricle outflow obstruction with systolic anterior motion (sam). The patient experienced intraoperative bleeding from a tear at the apex and suffered a significant blood loss. Multiple attempts were made to repair the apex and eventually a dacron patch repair was successful in repairing the tear. The patient reportedly left the or in unstable condition and expired the next morning. Both devices remain implanted.

Manufacturer narrative:
See also manufacturer report number 2015691-2015-03453 for serial number (B)(4).

Event description:
Edwards received information that a 27 mm mitral pericardial valve was disabled after an implant duration of ten (10) years, one (1) month and ten (10) days due to mitral stenosis.

Manufacturer narrative:
The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors.

Event description:
Through health care provider, it was learned that this (B)(6) female patient has a history of rheumatic heart disease, atrial fibrillation (paroxysmal), copd on home oxygen, and hypertension.